Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Manufacturer narrative:
Two suppliers were contacted regarding the failure-the supplier who extrudes the lumen and the supplies who molds the catheter hub. The supplier that molds the catheter hub also reviewed their processes and tooling and found no contributing factors. The supplier that extrudes the lumen reviewed their processes and tooling and found several possible contributing factors. Factors which include screw speed, processing temperature, tooling, material suppliers and inspection methods. While no definitive root cause could be determined, the supplier did make several changes in order to minimize this type of occurrence.

Event description:
Leaking line red lumen between 1-2 cm mark from hub of catheter.